Manufacturer narrative:
The customer has been contacted several times in an attempt to obtain additional details concerning the device involved in the reported event. Unfortunately, we have not received any clarification or further information regarding the event.we have also requested clarification concerning the sentence mentioned in the customer's original report regarding "multiple failures". However, we have not yet received a response.

Event description:
Complaint descrption from customer on (B)(6) 2023. "Customer is stating that they have had multiple failures of the devices failing to deploy properly and the handles falling apart. They are gathering more details on more specifics and attempting to get photos. Was an injury/death involved: no_injury/death injury/death further information:n/a. Product available for return?: no".